Event description:
Staff were assisting resident out of bed with hoyer. Hoyer broke causing resident to fall back onto their bed. Hoyer hit resident in abdomen and left outer thigh. The metal bar, which is housed inside the metal case, snapped. The MFR was notified, came out and replaced the piece.